Manufacturer narrative:
Additional information added to h6 and h10/h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an external blood leak were observed on one unit of revaclear 400 during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.